Manufacturer narrative:
Additional information was received stating the clinical observations were still being observed. No further testing was performed at this time to determine the root cause. The physician adjusted the remote alert detection to 3000 ohms and will continue to follow this patient remotely. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant recommended pocket manipulation and isometrics while holding down the pace impedance button. Additionally, an x-ray could be performed to verify the terminal pin is beyond the header block. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2500 ohms on the right ventricular (rv) channel. Pocket manipulation and isometrics did not produce different results. Sensing and threshold measurements were stable and within normal limits. A review of the implant paperwork confirmed the measurement was 2480 ohms. The caller consulted with this patient's physician who stated he would like to continue to monitor the patient as this time. No adverse patient effects were reported.